Event description:
During the insertion of the actual procedure itself I was suffering an enormous amount pain. It took an hour to complete, not the estimated 20-30 minutes. I was sent down to have an ultrasound done immediately following the procedure to ensure proper placement of coils. During the procedure my dr. Verbally stated to me that the difficulties were due to atrophy (shrinkage) inside of my internal female anatomy and this was most likely due to my age. I was (B)(6) years old at my insertion date ((B)(6) 2013). Immediately after placement I started experiencing some unusual side-effects that I had never had before the placement of essure. It started with a numbness and tingling sensation in my hands and fingers and loss of my muscle strength in my right hand. Opening a jar was nearly impossible. My joints starting aching and throbbing with pain as well as daily headaches and the body aches and pains would gradually shift from one side of my body to the other. I started experiencing pains in my face, my jaw and mouth all the way from the base of my neck to the tip of my toes. I literally felt like I had been hit by a truck, the soreness, aches and pain began to be constant and more severe. I've noticed my eyes are bloodshot and a foul-metallic taste in my mouth lingers and will not dissipate. Please note, I was in the best physical shape of my entire life and worked out 5 days per week for aprox. 2 hours per day. There was no reason to be experiencing all these new, bizarre symptoms. The only thing I had done differently was had this procedure done and had these coils inserted into my fallopian tubes. I started to notice that I was gradually gaining weight and my joint pain was worsening. Then the worst noticeable side effect took place. My abdomen began to swell like a big balloon. I have photos to document this drastic change in my physique. My diet has not changed. I look 6 months pregnant all the time. It is extremely embarrassing. I have been experiencing and suffering from the following side-effects since I had essure placed inside of me. Chronic joint pain/ body aches, severe abdominal bloating/swelling, muscle-weakness, brain-fog, fatigue, chronic headaches, vertigo, pelvic pain, chronic back-pain, weight gain (10 lbs. In 4 months) I weighed (B)(6) lbs. The day of my procedure ((B)(6) 2013) and today ((B)(6) 2014) I weigh (B)(6) lbs. I have never experienced this with no change in daily diet and routine. I am now scheduled to have these coils removed through having to under-go surgery. All I wanted was to protect myself from a future pregnancy for good and instead, essure has made my life a living hell. Nobody should ever have to suffer like this. As a result, I will be losing my female organs and gain scars and so much more. This device needs to be re-evaluated for it's safety and in the meantime should be removed from the market so as to prevent the continued suffering of innocent victims

Event description:
#Medwatcher #followup 1 #FDA mw5033801 #(B)(4). Today is (B)(6) 2014 and it's been slightly over 9 months since my initial adverse report was filed and approved on (B)(6) 2014. My symptoms since my surgery on (B)(6) 2014 (which removed the coils and my tubes only) have not all dissipated. As a matter of fact some have gotten worse and I have new adverse symptoms as well. I am now about to have a total hysterectomy to remove my uterus and cervix to hopefully rid my body of the contaminated toxins/poisons that the ingredients to this device contains. Primarily the pet fibers in the center of the device since I now understand through my own research that it's intentional purpose is to cause inflammation. I am still suffering from chronic inflammation in my abdomen daily. My abdomen is so distended from chronic bloating that I definitely look like I'm about to give birth to a baby. It resembles that of a malnutrition-ed person. It has caused pretty severe depression and anxiety to my psychological well-being. I was a very avid active person before essure. My joints are still achy and swollen and visibly you can see the edema in them. I have and continue to gain unexplained weight on a weekly basis. Today I weigh (B)(6) pounds with a total weight gain of 26 lbs. Since initial essure implantation on (B)(6) 2013. I have never weighed this much in my entire life! The most I have ever weighed was (B)(6). And that was when I was pregnant with my son. My diet is extremely healthy. There is no reason other than the obvious reason that essure it the sole cause of weight gain. I feel as if I have no control over my bodies behaviors. I feel violated and deceived. There was no disclosure of such side effects at the time I was implanted. This device is advertised as a safe alternative to a tubal ligation which includes no down time, no invasive surgery, done in an office setting without the use of anesthesia. I find it awfully horrific and deceptive that women are having no choice but to undergo a hysterectomy in order to seek relief from the on-going and excruciating, life altering, serious ill side-effects that this device causes. I am actually looking forward to my hysterectomy because I am so sick and tired of being plagued with the hell I face on a daily basis. My body has been severely injured by this product and thousands upon thousands of other women are also suffering since the essure procedure was performed on them as well. We did not sign up for torture! We chose to be responsible women and chose what we thought was a safe method to prevent future pregnancies. This is unimaginable and a disgrace that this product is still available to women today. I have never been so determined in my entire life to create the loudest voice to spread awareness of the dangers of this product. I lost my life as I knew it the day I chose to be persuaded into a string of lies. This is totally unacceptable that this amount of reports filed on essure has not caused the FDA to thoroughly re-investigate it's safety. It is unfair to the many women who are now under-going this procedure improperly informed. It is unjust. The destruction that not only women have to unknowingly go through and their families is just purely uncalled for! Please reconsider all the adverse reports filed against essure and act promptly and accordingly. Thank you.

Event description:
(B)(4). I had to have a second surgery related to complications I've experienced with essure. On (B)(6) 2014 I had a lavh laparoscopic vaginal hysterectomy plus lost one of my ovaries. I am still suffering and have been diagnosed with an unspecified autoimmune disease. I still extremities still get numb and I am weight loss resistant. I have to take hormones to replace those lost with my reproductive organs. I have back, neck and shoulder pain daily related to chronic systemic inflammation. I still suffer from daily headaches and am experiencing vision problems as well. On going side effects I am currently experiencing include massive inflammation in my upper back, my neck and under my arms. It is very abnormal looking and I have pictures of it as well. My eyelashes have fallen out and are very thin now. I have allergies to foods I never had prior to essure. I am now dairy, all grains and gluten intolerant. I can't exercise like my body was used to doing prior to essure. My muscles are weakening and my joints swell up with inflammation when I do attempt to exercise. It's obviously putting a great deal of stress on my body. I have been diagnosed with scoliosis since essure placement and degenerative spine disease. My bones crack constantly everyday. I can even hear my head cracking when I turn my head. I have never experienced any of these signs and symptoms prior to having essure.